Event description:
It was reported in a service report that the knee gatch lowered to the flat position. The service technician reported that the bolts holding the bracket and crossbars together were missing. Trend was not functional. No adverse consequence alleged.